Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. The lead was also noted to have some high capture threshold measurements that looked jumpy, leading technical services (ts) to believe this may be an indication of a lead integrity issue. The rv lead has been in service for over 15 years and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction field h11 additional MFR narrative: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. The lead was also noted to have some high capture threshold measurements that looked jumpy, leading technical services (ts) to believe this may be an indication of a lead integrity issue. The rv lead has been in service for over 15 years and remains in service. No adverse patient effects were reported.